Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remained in use. A correlation between the device and the reported infection could not be conclusively determined. The instructions for use list infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was admitted for a driveline infection on (B)(6) 2014. The driveline site was explored and debrided on (B)(6) 2014.

Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.